Event description:
Caller indicated the easypro plus was reading low. Customer took readings at around 11pm and had a reading of "about 200". She was not feeling well and went to the emergency room. It took about 20 minutes to get there and get tested and had a result of 400+.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification.